Event description:
Related report: 2017865-2024-73614. Related report: 2017865-2024-73615. It was reported patient presented remotely via merlin.net. It was noted that patient's right ventricular (rv) lead exhibited high capture threshold and loss of capture. It was also noted that the patient's left ventricular (lv) lead exhibited high capture thresholds. The patient's right atrial (ra) lead also exhibited noise. No intervention was performed. Patient had no consequences.

Event description:
Additional information received indicated that during initial implant procedure, it was observed via chest x-ray that the right ventricular (rv) had lack of slack. Upon interrogation post procedure, it was found that the rv lead exhibited loss of capture with high capture threshold and far p-wave over-sensing, and that had further caused patient to have a syncopal episode. Chest x-ray was performed and revealed rv lead dislodgement. Programming changes were temporarily made to deactivate sensing capabilities. The rv lead was later explanted and replaced by the previously capped rv lead. Patient was stable.